Event description:
Pt had (B)(6) with limited pre-test counseling. When she met me for post-test counseling she did not realize that her positive test results put her at risk for ovarian cancer. This was quite upsetting to her. She also did not appear to know medical care implications of a positive result -risk reduction options-. Dates of use: one-time use, (B)(6) 2010. Diagnosis or reason for use: increased risk for inherited predisposition to.